Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), embedded device ("essure device embedded within the endometrial cavity"), device expulsion ("essure implant in the endometrial cavity"), pelvic pain ("extreme debilitating pelvic pain/pain,"), device dislocation ("device migration"), genital haemorrhage ("abnormal bleeding (general)") and dysmenorrhoea ("dysmenorrhea (cramping)") in a 44-year-old female patient who had essure (batch no. A96181) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida I, parity 2 (two live births on ((B)(6) 1993)), hip arthroplasty, herniated disc, torn muscle and vaginal bleeding. Previously administered products included for an unreported indication: spironolactone, oxycodone, verapamil, esomeprazole, esomeprazole, b12 vitamins and cholecalciferol. Concurrent conditions included uterine bleeding (dilation and curettage performed on date of essure imsertion) and endometritis. Concomitant products included calcium since 2011. In 2013, the patient experienced abdominal pain lower ("cramping/lower abdominal pain"), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines / cluster migraines"), dysmenorrhoea (seriousness criteria medically significant and intervention required), photophobia ("light sensitivity"), fatigue ("fatigue") and headache ("headaches"). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, 6 months 18 days after insertion of essure, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), dyspareunia ("dyspareunia"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy with removal of essure device), surgery (laparoscopic assisted vaginal hysterectomy with cystoscopy), surgery (laparoscopic assisted vaginal hysterectomy with cystoscopy), surgery (hysterectomy with bilateral salpingo-oopherectomy), surgery (hysterectomy with bilateral salpingectomy with removal of essure device) and surgery (dilation and curettage, hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the device breakage, embedded device, device expulsion, pelvic pain, device dislocation, alopecia, abdominal pain lower, dyspareunia, anxiety, depression, genital haemorrhage, menorrhagia, migraine, dysmenorrhoea, photophobia, fatigue and headache outcome was unknown. The reporter provided no causality assessment for device expulsion and embedded device with essure. The reporter considered abdominal pain lower, alopecia, anxiety, depression, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain and photophobia to be related to essure. The reporter commented: the right tube was cannulated and deployed the very end was noted ostia. The left tube ostia was cannulated, deployed and 4 coils were noted into the uterus. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion (B)(6) 2014, surgical pathology report showed gross description: the right :fallopian tube measures 3 x 0.8 cm there is an essure device within the right fallopian tube, and the left fallopian tube measures 4 x 0.8 cm. There are multiple small leiomyomas protruding from the serosal surface and also intramural leiomyoma ranging from 0.3cm to 1.2 cm. There is an essure device embedded within the endometrial cavity. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: device expulsion, embedded device, confirming menorrhagia, abdominal pain, , pelvic pain¿. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-jul-2018: quality-safety evaluation of product technical complaint. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("extreme debilitating pelvic pain/pain,"), device breakage ("device breakage"), device dislocation ("device migration"), genital haemorrhage ("abnormal bleeding (general)") and dysmenorrhoea ("dysmenorrhea (cramping)") in a 44-year-old female patient who had essure (batch no. A96181) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida I, parity 2 (two live births on ((B)(6) 1993)), hip arthroplasty, hernia nos and torn muscle. Previously administered products included for an unreported indication: esomeprazole, spironolactone, oxycodone, b12 vitamins, cholecalciferol, esomeprazole and verapamil. Concomitant products included calcium since 2011. In 2013, the patient experienced abdominal pain lower ("cramping/lower abdominal pain"), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines / cluster migraines"), dysmenorrhoea (seriousness criteria medically significant and intervention required), photophobia ("light sensitivity"), fatigue ("fatigue") and headache ("headaches"). On (B)(6)2013, the patient had essure inserted. On (B)(6) 2014, 6 months 18 days after insertion of essure, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), dyspareunia ("dyspareunia"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy), surgery (hysterectomy with bilateral salpingectomy with removal of essure device), surgery (hysterectomy with bilateral salpingectomy with removal of essure device) and surgery (dilation and curettage, hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, device breakage, device dislocation, alopecia, abdominal pain lower, dyspareunia, anxiety, depression, genital haemorrhage, menorrhagia, migraine, dysmenorrhoea, photophobia, fatigue and headache outcome was unknown. The reporter considered abdominal pain lower, alopecia, anxiety, depression, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain and photophobia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion most recent follow-up information incorporated above includes: on 27-feb-2018: plaintiff fact sheet received. Patient demographic information, relevant history ,historical drug and lab data provided, essure indication, insertion and removal date, lot number added, abnormal bleeding (general), abnormal bleeding (vaginal, menorrhagia), headaches, migraines / cluster migraines, light sensitivity, fatigue, device breakage, device migration, dysmenorrhea (cramping) were added as event. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("essure device embedded within the endometrial cavity"), device expulsion ("essure implant in the endometrial cavity"), pelvic pain ("extreme debilitating pelvic pain/pain,"), device breakage ("device breakage"), device dislocation ("device migration"), genital haemorrhage ("abnormal bleeding (general)") and dysmenorrhoea ("dysmenorrhea (cramping)") in a 44-year-old female patient who had essure (batch no. A96181) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida I, parity 2 (two live births on (B)(6) 1993, hip arthroplasty, herniated disc, torn muscle and vaginal bleeding. Previously administered products included for an unreported indication: esomeprazole, spironolactone, oxycodone, b12 vitamins, cholecalciferol, esomeprazole and verapamil. Concurrent conditions included uterine bleeding (dilation and curettage performed on date of essure imsertion) and endometritis. Concomitant products included calcium since 2011. In 2013, the patient experienced abdominal pain lower ("cramping/lower abdominal pain"), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines / cluster migraines"), dysmenorrhoea (seriousness criteria medically significant and intervention required), photophobia ("light sensitivity"), fatigue ("fatigue") and headache ("headaches"). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, 6 months 18 days after insertion of essure, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), dyspareunia ("dyspareunia"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy with cystoscopy), surgery (laparoscopic assisted vaginal hysterectomy with cystoscopy), surgery (hysterectomy with bilateral salpingo-oopherectomy), surgery (hysterectomy with bilateral salpingectomy with removal of essure device), surgery (hysterectomy with bilateral salpingectomy with removal of essure device) and surgery (dilation and curettage, hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the embedded device, device expulsion, pelvic pain, device breakage, device dislocation, alopecia, abdominal pain lower, dyspareunia, anxiety, depression, genital haemorrhage, menorrhagia, migraine, dysmenorrhoea, photophobia, fatigue and headache outcome was unknown. The reporter provided no causality assessment for device expulsion and embedded device with essure. The reporter considered abdominal pain lower, alopecia, anxiety, depression, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain and photophobia to be related to essure. The reporter commented: the right tube was cannulated and deployed the very end was noted ostia. The left tube ostia was cannulated, deployed and 4 coils were noted into the uterus. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion (B)(6) 2014, surgical pathology report showed gross description: the right :fallopian tube measures 3 x 0.8 cm there is an essure device within the right fallopian tube, and the left fallopian tube measures 4 x 0.8 cm. There are multiple small leiomyomas protruding from the serosal surface and also intramural leiomyoma ranging from 0.3cm to 1.2 cm. There is an essure device embedded within the endometrial cavity. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: device expulsion, embedded device, confirming menorrhagia, abdominal pain, , pelvic pain¿. Most recent follow-up information incorporated above includes: on (B)(6) 2018: medical record was received, reporter information, concomitant disease, historical condition was added. Event added per mr: essure implant in the endometrial cavity, essure device embedded within the endometrial cavity. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("extreme debilitating pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), abdominal pain lower ("cramping"), dyspareunia ("dyspareunia"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (hysterectomy with removal of the essure devices). Essure was removed in (B)(6) 2014. At the time of the report, the pelvic pain, alopecia, abdominal pain lower, dyspareunia, anxiety and depression outcome was unknown. The reporter considered abdominal pain lower, alopecia, anxiety, depression, dyspareunia and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2013: confirmed full occlusion and proper placement. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.